Manufacturer narrative:
After multiple attempts, physio-control has been unable to contact the customer regarding resolution of the reported issue.  The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4).  Physio-control provided the customer with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while attempting to perform a user test their device would not detect that a therapy cable assembly was connected.  As a result, defibrillation may not be possible if it were necessary. There was no patient use associated with the reported issue.